Event description:
A heart valve was likely bent during a procedure, and had to be explanted.======================manufacturer response for st. Jude trifecta valve 27mm, st. Jude trifecta valve (per site reporter).======================they have agreed to work with us towards replacing the device.